Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity stent. The device was inspected before use with no issues noted. Target lesion was in the proximal circ and had some tortuosity. Lesion was pre-dilated. Resistance was noted while advancing the device to the lesion. Excessive force was not used. It was reported that the stent would not cross and when the device was removed the stent was ¿waded up on end of balloon.¿ a stent had previously been placed distally. No patient injury was reported.